Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen on (B)(6) 2021 using the cooladvantage and cooladvantage+ applicators and presented with paradoxical hyperplasia (pah/ph). Patient underwent liposuction and presented with reocurring pah.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper and lower abdomen using the cooladvantage and cooladvantage plus applicators and presented with possible paradoxical hyperplasia four months after the treatment.